Event description:
It was reported that, during a meniscus repair surgery using ultra fast-fix, the t2 implant was not able to deploy into the meniscus. After the second try, it was noticed that the t2 implant was not at the needle tip, the t2 was pulled backward in the middle of the needle shaft. Both implants, t1 and t2, were removed together from the patient using a pair of grasper. Surgery was resumed, after 10 minutes delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned without anchors or suture. The needle has been bent from manufacturer intended position. The depth tube has been cut. A functional evaluation revealed the actuator and actuator tip function as expected. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
D4 UDI: updated.